Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a tibial fixation procedure, the screw broke when entering the tunnel. The screw was removed from the patient and a backup was used to complete the procedure. No additional bone holes were required to be drilled as a result. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. A small piece of the first distal thread has broken off. Approximately 20mm of the distal threads are deformed and missing small pieces. The outer diameter and wall thickness of the screw was measured and found to meet print specifications. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).